Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced an unknown sensor issue which occurred 7 days after the sensor was inserted into the arm. On 01/02/2024, the patient was heading to take a shower and lost consciousness and fell to the floor. The patient lost consciousness for 2 minutes and then woke up on his own. The patient¿s continuous glucose monitor (cgm) was reading 150 mg/dl and was ¿dropping fast¿. No blood glucose (bg) meter value was taken during this event. The patient¿s spouse gave him 5 glucose tablets as treatment and the patient ¿felt fine¿ after treatment. Of note, emergency medical service (ems) was not called. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced an unknown sensor issue which occurred 7 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was heading to take a shower and lost consciousness and fell to the floor. The patient lost consciousness for 2 minutes and then woke up on his own. The patient¿s continuous glucose monitor (cgm) was reading 150 mg/dl and was ¿dropping fast¿. No blood glucose (bg) meter value was taken during this event. The patient¿s spouse gave him 5 glucose tablets as treatment and the patient ¿felt fine¿ after treatment. Of note, emergency medical service (ems) was not called. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional.